Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening on anterior. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated opening on radius and non-penetrating nicks. Based on the device analysis the final assessment was a striated opening on radius due to surgical damage consist in the use of some surgical tools. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "left breast implant having migrated downward laterally with complete malposition." Treatment of "reconstruction of malposition" occurred. Device has been explanted.